Event description:
Due to a leak in the "cup" port or a pa catheter, it was switched to a new one. During the trial to engange pa (wedge), the catheter did a knot at the 18 cm of its length and could not come out through the introducer. A small cut down was performed to remove it.